Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. Customer's blood glucose was 571 mg/dl at the time of incident and treated with an insulin pen. Troubleshooting found that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. Further troubleshooting was declined by customer as they knew the reason for the high blood glucose was due to the pump.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm motor position encoder error alarm due to erased history file. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. Unable to verify excessive no delivery alarm due to motor error alarm. However, the insulin pump passed the rewind, idle current, run current, self-test, off no power, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.